Event description:
It was reported that, prior to implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed that there was high out of range electrode impedance measurement. Technical services (ts) determined that this was because patient and electrode data were already input into the device prior to implant. During defibrillation threshold (dft) test during procedure, there was difficulty in converting, even at maximum energy. External shocks were required. The patient was taken to a different hospital after pocket closure then the physician elected to remove this s-ICD and replace it with a new implantable cardioverter defibrillator (ICD) with additional shocking coils. The procedure was successfully completed. No adverse patient effects were reported outside of the replacement procedure. As of today, this device has not been returned for additional analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, prior to implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) system displayed that there was high out of range electrode impedance measurement. Technical services (ts) determined that this was because patient and electrode data were already input into the device prior to implant. During defibrillation threshold (dft) test during procedure, there was difficulty in converting, even at maximum energy. External shocks were required. The patient was taken to a different hospital after pocket closure then the physician elected to remove this s-ICD system and replace it with a new implantable cardioverter defibrillator (ICD) with additional shocking coils. The procedure was successfully completed. No adverse patient effects were reported outside of the replacement procedure. As of today, this device has not been returned for additional analysis.